Event description:
A report was received that the patient underwent an explant due to leads eroding through the skin. The patient indicated that he had lost weight due to excessive exercise and the physician chose to explant everything. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant due to leads eroding through the skin. The patient indicated that he had lost weight due to excessive exercise and the physician chose to explant everything. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, serial#: (B)(4), model description:enh st ld kit, model#:sc-3354-25, serial#: (B)(4), model description:w4, splitter 2x4-25 cm, model#:sc-2366-50, serial#: (B)(4), model description:linear 3-6 lead 50cm, model#:sc-1110-02, serial#: (B)(4), model description: precision ipg kit.

Manufacturer narrative:
The explanted leads were not returned to bsn for further investigation. The explanted ipg passed visual and performance tests done. Visual inspection of the explanted splitters showed that they were cut at the proximal end and the connector portion was not returned. A review of the manufacturing documentation of the all explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of all the explanted devices found them to be satisfactory.